Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that when the operator tried to remove the needle and catheter, it remained in the patient. The product was eventually removed. The patient experienced minor injury as a result.

Manufacturer narrative:
One viavalve catheter was returned for evaluation. Upon visual inspection, it was noted that the cannula was not in its normal location within the introducer, and was lodged in the catheter assembly. Additionally, adhesive was found on the housing outside of the well. Adhesive in the well will result in inadequate cannula retention. Incorrect placement of the adhesive dispensing tip relative to the housing/cannula components will cause incorrect adhesive placement as seen. The detached cannula did not show any evidence of adhesive presence. The customer's complaint is confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.